Manufacturer narrative:
Root cause: this complaint issue was not able to be conclusively determined. However, this condition is consistent with an incorrect trajectory being utilized during the procedure. Explanation: the distributor representative stated he will work with physician on the trajectory. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Compression tool would not release.